Event description:
It was reported that during an implantable cardioverter defibrillator implant, the left ventricular lead was difficult to pass through the catheter due to stiffness and perforated the vein. The lead entered the pericardial space and the physician opted to leave the lead in. The lead exhibited high threshold but was able to achieve capture. Four hours later, the patient went through emergency surgery due to tamponade. The lv lead was sutured onto the epicardium with good measurements. The patient was stable post procedure.